Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic wedge resection of the lungs, after the account press the green button, they tried to squeeze the handle to fire the device on the target tissue, however the device locked and cannot be fired. To resolve the issue the surgeon pulled back the black retraction knob of the handle and opened the jaw of the reloads. There was no patient injury.